Event description:
A nurse reported during a cataract extraction by phacoemulsification and intraocular lens (iol) implant surgery that this product came out "thick like a sticky blob and it was cloudy." The product stuck to the iris and the lens capsule. The pt's anterior capsule could not be visualized by the surgeon. In an attempt to remove the product by aspiration, the lens capsule tore. The surgical procedure continued. The iol was successfully implanted into the sulcus. It was noted by the surgeon that the iol was well centered and stable. The pupil was round and 6.5mm. The cornea was noted to have the same amount of haze postoperatively as it had preoperatively. The surgeon reported the pt outcome is not expected to be impacted by the event.

Manufacturer narrative:
All initial testing results are within specification. Product retention samples were tested and conformed to all tested parameters. There are no similar reports on the lot. A retention sample form the same lot was retested and all results conformed to specifications for the tested parameters. Additional information was requested on 08/02/2007. Additional information was received form the surgeon on 08/15/2007.